Event description:
It was reported, "build up inside the triathlon t-handle im rod despite following stryker's cleaning protocols, and hospital hired a consultant who recommends for the item to be disassembled for cleaning, as the t-handle housing is not sealed on the shaft to stop grease/oil entering the cavity between the shaft and the spring loaded brush."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.